Event description:
It was reported that during a routine device changeout procedure, a fracture was discovered on the right ventricular lead. Recent follow-up had noted high impedance and capture thresholds. Device interrogation revealed an intermittent loss of capture. The patient was asymptomatic. The system remained implanted due to a patient anatomy issue and a new pacing system was implanted on the opposite side.

Manufacturer narrative:
(B)(4)